Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were evaluated by their dentist who advised that continuing with orthodontic treatment without clinical monitoring by a dental professional can result in long term complications like gum recession, bone loss, malocclusion, class discrepancy, occlusal trauma and dental caries. Patient advised to discontinue orthodontic treatment and proceed with dental caries removal. Letter of recommendation was provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.